Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Analysis was unable to confirmed the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned and once it was connected to the device, loss of capture was observed. The rv lead was disconnected and checked with a pacing system analyzer, which yielded normal results. The rv lead was reconnected to the device and normal values were observed. The implant procedure was completed successfully. The next day, the rv lead was found to be exhibiting low sensing values, high impedances, and loss of capture. The physician determined the rv lead was fractured and had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned and once it was connected to the device, loss of capture was observed. The rv lead was disconnected and checked with a pacing system analyzer, which yielded normal results. The rv lead was reconnected to the device and normal values were observed. The implant procedure was completed successfully. The next day, the rv lead was found to be exhibiting low sensing values, high impedances, and loss of capture. The physician determined the rv lead was fractured and had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was never received back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned and once it was connected to the device, loss of capture was observed. The rv lead was disconnected and checked with a pacing system analyzer, which yielded normal results. The rv lead was reconnected to the device and normal values were observed. The implant procedure was completed successfully. The next day, the rv lead was found to be exhibiting low sensing values, high impedances, and loss of capture. The physician determined the rv lead was fractured and had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.